Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the connection of the dilator and sheath was loose and the user had difficulty handling them during insertion. No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review could not be performed since a lot number was not provided and there was no record of sales history for this product for this customer. The probable cause of the dilator not locking in the sheath could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the connection of the dilator and sheath was loose and the user had difficulty handling them during insertion. No patient injury reported.